Event description:
A malfunction alarm occurred, displaying a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to complete the pump reset immediately as they were at school and planned to follow up with technical support when ready to reset the pump, which the customer acknowledged and understood. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.